Manufacturer narrative:
Technician found that the plate that covers the catch mechanism was bent and getting caught on the mechanism. Technician repaired the siderail by straightening out the plate to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the left siderail will not latch.